Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had cable trapped in equipment. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter email), e2, e3, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse adjusted line cord. Device passed all functional check and safety tests according to factory specifications. Device was return to customer for clinical use.